Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to unknown product performance reason. This rv lead was replaced and not implanted. No adverse patient effects were reported. Additional information indicated that the attempted lead placement was performed because the helix tip on the lead was bent.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to unknown product performance reason. This rv lead was replaced and not implanted. No adverse patient effects were reported. Additional information indicated that the attempted lead placement was performed because the helix tip on the lead was bent.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to unknown product performance reason. This rv lead was replaced and not implanted. No adverse patient effects were reported.